Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: review of the pump histories revealed records of call service alarm 052 on the date of the reported issue. On investigation, the pump was exercised for 24 hours without the occurrence of any call service alarms. Investigation did not duplicate the issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The customer alleged that the pump was emitting alarms but the reporter was unsure what alarms they were. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.